Manufacturer narrative:
Ethnicity of patient is unknown. Hu-friedy does not track our devices (which are mostly low risk class 1 devices) by serial number or UDI, only by a lot number, which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No known concomitant medical products and therapy dates.

Event description:
During a procedure, the shank of the device broke at the shank in the patient's mouth and cut his lip.